Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced hypoglycemia event and went to the emergency room (ER) and got hospitalized on (B)(6) 2025.the patient received emergency medical services(ems) on (B)(6) 2025.the blood glucose level was 174 mg/dl at the time of event and the patient got treated with insulin injection. The patient was in the hospital for six days. The duration of hospitalization was greater than 24 hours. Patient experienced the symptoms of anxiety at the time of the event. No further information available.